Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The device was not in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles. After the evaluation of the device, the third-party service center corrected the device. There was no error code found. The third-party service center concludes that they could confirm the customer's allegation. In addition to the above findings, it was also determined that the cracked upper enclosure plastic defect was observed. If any additional information is received, a follow up report will be filed.